Event description:
It was reported to philips the device failed the electrical safety test due to an unapproved power cord being used. The power cord retainer was also missing. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. The philips field service engineer (fse) confirmed and duplicated the issue. Following the evaluation of the device, the fse replaced the power cord and retainer to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided, the reported problem occurred due to unintentional user error as the customer was using an unapproved power cord. Investigation has concluded that the device functioned as intended and there was no deficiency or malfunction.